Manufacturer narrative:
Intera oncology follow-up with the clinic multiple times. The clinic mentioned that the pump is operating, even though, "not running exactly to what it is programmed for but nothing major. More just that each patient seems to run between 1.1-1.2ml/day consistently". No report of patient's adverse effect. Device remains implanted and in use with the patient. The cause of this event is unconfirmed. The device history record, rtr-0883-20001 l/n 29225, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing.

Event description:
Intera oncology received a report that the intera 3000 hai pump calculated flow rate was 0.93ml/d. The flow rate for this intera 3000 hai pump is 1.3ml/d as manufactured. The clinic provided intera oncology the pumps flow rate date from the last three months: (B)(6) 2024 - 14ml return, 1.14ml/day flow rate. (B)(6) 2024 - 14ml return, 1.14ml/day flow rate. (B)(6) 2024 - 15ml return, 1.1ml/day flow rate. (B)(6) 2024 - 15.5ml return, 1.03ml/day flow rate. (B)(6) 2024 - 16ml return, 1.0ml/day flow rate. (B)(6) 2024 - 16ml return, 1.0ml/day flow rate. (B)(6) 2024 - 17ml return, 0.93ml/day flow rate.

Manufacturer narrative:
To date, the intera 3000 hai pump remains implanted on the patient. The device history record was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently investigating the root cause of the reported incident and is examining the flow rate data provided by the clinic. In addition, we're in communication with the clinic to seek additional information for clarification purposes. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report that the intera 3000 hai pump calculated flow rate was 0.93ml/d. The flow rate for this intera 3000 hai pump is 1.3ml/d as manufactured. The clinic provided intera oncology the pumps flow rate date from the last three months: on (B)(6) 2024 - 14ml return, 1.14ml/day flow rate. On (B)(6) 2024- 14ml return, 1.14ml/day flow rate. On (B)(6) 2024- 15ml return, 1.1ml/day flow rate. On (B)(6) 2024- 15.5ml return, 1.03ml/day flow rate. On (B)(6) 2024- 15ml return, 1.1ml/day flow rate. On (B)(6) 2024- 16ml return, 1.0ml/day flow rate. On (B)(6) 2024- 16ml return, 1.0ml/day flow rate. On (B)(6) 2024- 17ml return, 0.93ml/day flow rate.